Event description:
It was reported that during normal device change out, externalized conductors were suspected on the lead. When an attempt to implant a new lead failed due to patient anatomy, the physician elected to leave the chronic lead implanted. Electrical measurements were good and stable. The patient was in good condition after the event. The patient was pacemaker dependent.